Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device took an extended time to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history logs indicated the device functioned appropriately by giving messages when the user hit the shock button too soon. Therefore this claim is being closed as device meets specification. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.